Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with the implantable cardioverter defibrillator exhibiting backup vvi operation. Normal device function was successfully restored. No patient symptoms were reported and the patient was in stable condition.